Event description:
The biomed stated that when the mask was removed from the patient the "patient disconnect" alarm did not sound. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.